Event description:
According to the reporter: customer reporter: customer reports that they cannot blow up the balloon. No other information related to patient available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as ok. The device is being returned for evaluation.

Manufacturer narrative:
Tracking number (B)(4).